Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they feel stinging at the pocket site when they recharge their battery. Patient said that slowing the recharge down doesn¿t seem to make a difference. No further complications were reported at this time. Additional information was received from the patient. They reported that the patient's battery flipped on its side and this was causing connectivity issues.

Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va2bnps, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the stinging at the pocket site when recharging was running down their leg, it was unknown if the sensation was felt only during recharge. A layer of clothing was used for troubleshooting, but did not resolve the sensation. The cause of the stinking was unknown, but a likely cause was the device settings being too high. The most likely cause of the ins flipping/connectivity issues was that it was placed 'at vanderbilt' and the lead was at the wrong depth the device was replaced into a tyrx antimicrobial mesh bag and the issue was resolved. Replacement occurred (B)(6) 2022.